Manufacturer narrative:
One opened quick-serter was inspected for locking and proper operation. An insertion test was performed using a new lab quick-set onto rubber skin and the quick-serter failed. The barrel walls were found with excessive glue from the quick-set tape.

Event description:
The patient called to report a faulty insertion device. That patient stated that the tape always gets stuck inside the inserter, and he has been going through several infusion sets. The reported bg at the time of the call was 115 mg/dl. Advised the patient that the inserter would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.